Manufacturer narrative:
D10 concomitant product: sigpshell - sig power sigpshell control shell, lot# unknown sigadaptshort - sig power sigadaptshort lin short adapt, serial# unknown unegiatri - unknown egia tri staple, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy, when opening the jaws after intestinal resection, a handle error of red circle with a slash and an exclamation mark occurred, and the jaws stopped opening. The jaws locked on the tissue. To resolve the issue, the jaws was opened by pressing and holding down the green button to force reset. There was no patient injury.